Manufacturer narrative:
Heartsine's investigation established that a component had become loose. This was causing an intermittent connection within the device. The device was mfg in heartsine technologies, (B)(4) and dispatched on (B)(6) 2009 after successfully passing all mfg and quality tests and checks. The device history log demonstrates that the device was installed by the customer on (B)(6) 2009 and it then successfully carried out weekly self testing until (B)(6) 2010. It is therefore considered likely that the problem occurred after (B)(6) 2010. It was concluded that the loose connection could only have resulted from the device being subjected to a significant impact such as being dropped from an unreasonable height.

Event description:
This incident occurred in (B)(6). No similar incidents have been reported in the united states. Heartsine technologies is notifying the FDA of this incident for their info. No pt was involved in this incident. The problem described by the complainant was as follows. The green status indicator on the device was flashing which indicates that the device is available for use. When the device is switched on and off again, it will not switch on again. The device will switch on again if the battery pack is removed and re-inserted.